Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- night glare. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glares/haloes and discomfort. Reportedly, "patient has night glare discomfort and requests a tablet". In a separate surgery the lens was explanted and the problem was resolved. The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
B5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glares/haloes and discomfort. Medication was prescribed. Reportedly, "patient has night glare discomfort and requests a tablet". In a separate surgery the lens was explanted and the problem was resolved. The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6.health effect- clinical code: '4581- night glare' should be removed. H6. Health effect- impact code: '4644' should be added. Claim# (B)(4).